Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a strange odor with weird taste of air, itchy throat, headache, difficulty breathing and ear drainage from usage of device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a strange odor with weird taste of air, itchy throat, headache, difficulty breathing and ear drainage from usage of device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the manufacturer indicates there was a serious injury and not a product problem as previously reported. The device has not been returned for evaluation. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.